Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This follow up report is being submitted with attachments. Follow up 1 was missing corrected attachments. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿twenty-year survivorship of a cemented mobile bearing total knee arthroplasty¿, written by david j. Milligan et al, published in the knee 26 (2019) 933-940 https://doi.org/10.1016/j.knee.2019.06.004 and was accepted 1 june 2019, was reviewed. The purpose of the study within the article was to evaluate clinical outcomes and survivorship of a single center patient cohort undergoing cemented mobile bearing tka with a minimum 20-year follow-up. Only depuy products were utilized. Cement manufacturer was not mentioned. There were 487 patients with 542 knees that were followed-up with at three, 12, 60, 120 and 240 months postoperatively. There were 189 males and 353 females. The article provides patient identifiers outlined in table 3 (revisions) and table 4 (reoperations) for 26 patients with description of gender, which knee, date of operation, date of revision or reoperation, details and outcome. The article also provides radiographic images in figure 2 for visual purposes. Depuy product used: low contact stress (lcs) universal non-posterior stabilized rp tka. Of 66 knees that were x-rayed at the 20-year follow-up review, only one knee showed evidence of a radiolucent line underlying the tibial component. Patient specific adverse events (gender, r/l knee, date of initial operation, details of revision/reoperation, date of revision/reoperation and outcome): patient 1: female, left tka; doi: 30 october 1995; infection; dor: 18 december 1995; died a month following the revision 19 january 1996. Patient 2: male, left tka; doi: 8 january 1996; deep infection (background of rheumatoid arthritis; femoral component loose at revision); dor: 24 august 2011; good outcome. Patient 3: female, right tka; doi: 6 july 1995; loosening (pain and disruption of mcl; at revision¿osteolysis distal femur, tibial tray loose and marked damage on poly); dor: 17 september 2003; continued to complain of anterior knee pain, however knee is stable with rom 0-100 degrees. Patient 4: female, left tka; doi: 20 june 1994; loosening (loose tibial and femoral components); dor: 26 june 2000; reviewed up until death in 2010, pain free, flexion to 70 degrees. Patient 5: female, left tka; doi: 6 december 1995; pain-patellar resurfacing; dor: 24 october 2001; no better after revision (never happy after primary knee, and not happy after resurfacing). Patient 6: male, left tka; doi: 15 february 1996; pain-patellar resurfacing; dor: 10 november 1997; good result (did not settle initially, good result over longer term). Patient 7: female, left tka; doi: 5 february 1996; pain-patellar resurfacing; dor: 17 february 1999; no better. Patient 8: male, left tka; doi: 9 october 1995; pain-patellar resurfacing; dor: 2 december 1996; good result (did not settle initially, good result over longer term). Patient 9: female, left tka; doi: 26 september 1995; pain and some instability-patellar resurfacing (first revision) revised for pain (insert changed and resurfaced patella); (second revision) revision of tibial component to correct valgus; (third revision; two-stage revision) excision of presumed infected tkr¿crp 100 pre-revision; first dor: 8 august 1997; second dor: 23 october 1998; third dor (two-stage) 6 november 2002 and 12 february 2003; after first revision pain went unresolved following insert change and resurfacing; after second revision implants were well-fixed; third revision first and second stage revision¿never settled ongoing anterior knee pain. Patient 10: female, left tka; doi: 25 november 1993; unexplained pain (flexion only to 20 degrees whereas pre-op flexion was 40 degrees); dor: 14 december 2998; never settled-ongoing pain. Patient 11: female, right tka; doi: 29 december 1994; unexplained pain and instability (components not loose at revision); dor: 22 october 1998; never settled-ongoing pain; stable knee, rom 0-120 degrees; reviewed up until 2017. Patient 12: male, right tka; doi: 8 february 1996; dislocated/spin-out and revision of insert; dor: 1 march 1996; good result. Patient 13: female, right tka; doi: 30 june 1995; fracture of distal femur; dor: 12 june 2003; treated with retrograde femoral nail. Patient 14: male, right tka; doi: 6 december 1995; manipulation under anesthesia (mua) on 13 february 1996; good result (pre-mua rom 5 to 45 degrees, 0-100 at 5 years post-mua). Patient 15: male, right tka; doi: 27 september 1995; manipulation under anesthesia (mua) on 1 december 1995; improvement¿rom 5-40 degrees, at mua greater than 5- 110 degrees, long term flexion to 70 degrees. Patient 16: female, right tka; doi: 29 august 1995; manipulation under anesthesia (mua) on 23 november 1995; improvement¿pre-op rom 10-45 degrees, mua to 115 degrees, long term flexion to 90 degrees. Patient 17: female, right tka; doi: 14 march 1995; manipulation under anesthesia (mua) on 18 october 1995; improvement¿pre-op rom 5-60 degrees, mua to 100 degrees, long term flexion to 70 degrees. Patient 18: female, right tka; doi: 12 may 1995; manipulation under anesthesia (mua) on 12 may 1995; good result¿fixed at 70 degrees¿mua adhesion broken¿allowing flexion to 115 degrees, long term flexion to 115 degrees. Patient 19: male, left tka; doi: 27 february 1995; manipulation under anesthesia (mua) on 28 september 1995; no improvement¿pre-op rom 10-70 degrees, mua to 100 degrees, long term flexion to 70 degrees. Patient 20: female, right tka; doi: 14 june 1995; manipulation under anesthesia (mua) on 18 august 1995; improvement (slight)¿pre-op rom 5-65 degrees, mua to 100 degrees, long term flexion to 70 degrees. Patient 21: male, left tka; doi: 8 march 1995; manipulation under anesthesia (mua) on 15 august 1995; good result¿pre-op rom 5-85 degrees, mua to 110 degrees, long term flexion to 105 degrees. Patient 22: male, left tka; doi: 27 february 1995; manipulation under anesthesia (mua) on 3 july 1995; good result¿pre-op rom 10-60 degrees, after mua to 10-120 degrees, long term flexion to 100 degrees. Patient 23: male, left tka; doi: 22 march 1995; manipulation under anesthesia (mua) on 14 june 1995; good result¿pre-op rom 20-65 degrees, mua to 100 degrees, long term flexion to 115 degrees. Patient 24: male, left tka; doi: 31 october 1994; manipulation under anesthesia (mua) on 2 march 1995; good result¿pre-op rom 5-45 degrees, mua to 100 degrees, long term to 0-90 degrees. Patient 25: male, left tka; doi: 5 february 1996; manipulation under anesthesia (mua) on 7 june 1996; improvement¿pre-mua rom 0-40 degrees, mua 0-100 degrees, long term to 0-75 degrees. Patient 26: female, left tka; doi: 14 february 1994; early debridement of wound and suture; dor: 1 march 1994; wound settled and no further problems.

Manufacturer narrative:
Product complaint # (B)(4). This follow up report is being submitted with corrected attachments. Initial report had incorrect attachments. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.